Event description:
The angled long elite attachment was sent for eval due to overheating. There was no pt involvement, no adverse consequence was associated with the device.

Manufacturer narrative:
Debris was noted within the internal components of the device.